Event description:
According to the customer, on 06/14/2024 the monitor was "reading high" and led to their physician giving them "medication" to lower the blood pressure.

Manufacturer narrative:
According to the customer, on 06/14/2024 the monitor was "reading high" and led to their physician giving them "medication" to lower the blood pressure. The customer reported there were "no issues" as a result of taking the medication. The customer reported after the medication was given, they identified the monitor results were inaccurate. The customer reported the individual involved in the reported incident is "fine". The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.